Manufacturer narrative:
The healthcare facility did not provide ventilator logs or request an investigation of the ventilator. However, upon inquiry, it was stated that the ventilator had been examined by a third-party service provider before being returned to clinical use. No information was provided regarding the findings of this examination. As no further investigation could be performed, the root cause of the reported event remains undetermined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator did not deliver as set. The patient became desaturated. The ventilator was replaced and patient treatment could continue. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).